Event description:
Received medwatch report from the customer, according to the MDR report, 'surgeon uses product and was working without incident. When surgeon used the needle driver instrument with needle on it, she noticed the wire was frayed. The needle driver instrument was replaced. The needle driver instrument didn't appear to have any broken pieces. X-ray taken = negative.'

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.